Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the aspiration catheter used was a stryker manufacturer cat6.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr pushwire broke and the stent remains in the patient. The patient was undergoing surgery for treatment of an ischemic stroke located in the middle cerebral artery. The patient's baseline mrs score was 4 and post procedure was 4. The patient's baseline nihss score was 15 and post procedure was 10. The baseline tici score was 0 and post procedure was 0. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass made with the device.  It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 4 hours. The patient's past medical history includes high blood pressure. It was reported that on (B)(6) 2024, the doctor was performing an emergency thrombectomy in the middle cerebral artery. Micro-guidewire, micro-catheter, and suction catheter were used. After the coaxial access was established, micro-catheter angiography was performed to identify the lesion site. The sfr-6-30 thrombectomy stent was delivered via rebar-18. After waiting for five minutes, the microcatheter was pushed forward 3-4mm, and the swim technique was used to remove the thrombus and the thrombectomy stent was withdrawn. At this time, the guidewire of the thrombectomy stent broke, and the specific location was about 5mm proximal to the stent detachment point. The stent remained in the original deployed position, at the lesion of the middle cerebral artery. The surgeon immediately opened another sfr-6-30 and wanted to use this stent to remove the stent in the body. After three attempts, it failed. The surgery ended. The patient is currently unconscious and has basically no changes, similar to before admission. It was reported pushwire break/separation occurred. The pushwire was not torqued during the procedure. There was resistance encountered. The pushwire broke/ separated in the distal section. All broken segments of the pushwire were not removed from the patient. The broken segment was located about 5mm proximal to the stent detachment point. The stent remains in the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a rebar 18 microcatheter and stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the resistance occurred during retrieval of the stent. The microcatheter was pushed up 3-4mm, and during the retrieval process it was suspected that there was greater resistance in the aspiration catheter. The surgeon was unable to confirm if the resistance was the cause of the pushwire break.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was currently in a coma and unconscious. The patient had been given conventional stroke drug treatment. The cause of the pushwire break/separation was not determined. The resistance had been in the distal part of the catheter.

Manufacturer narrative:
H3: product analysis #706916191:¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: none ¿ as found condition: the solitaire fr pusher was returned for analysis within a shipping box, a plastic bio-pouch, and a dispenser coil. ¿ damage location details: the stent was found not attached to the pusher. The stent was not returned. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing. The pusher shrink tubing was found damaged (separated). The buffer coil outer coils were found stretched. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿ report was confirmed as the pusher inner core wire was found to have separated. However, the customer¿s ¿resistance¿ report could not be confirmed. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause for the device separation could not be determined. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. The re bar-18 catheter was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. Per the solitaire fr instructions for use (IFU), ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter was found to be incompatible with the solitaire fr revascularization device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.